Manufacturer narrative:
Additional information has been received and no further checks have been done. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, which was discovered via the remote monitoring system. The cause of the out of range measurements were not determined, but additional troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's leads exhibited high out of range pace impedance measurements. This device was also noted to have recorded and episode of oversensing of the atrial channel. This device remains in service and will continue to be monitored. No adverse patient effects were reported.